Event description:
The customer reported that the insulin pump does not alarm no delivery when he has bent cannulas, and has been hospitalized due to high blood glucose. The customer called back next and performed the high pressure test and passed. Advised the customer of other insertion site and infusion sets that fits his body to avoid the no delivery alarms. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.